Event description:
The customer reported that they experienced a laser display malfunction (blank screen) at the beginning of a prostate procedure. The system was rebooted however the display remained blank and the system was unable to be utilized. Customer reverted to turp (alternative surgical procedure) to complete the case.

Manufacturer narrative:
The laser system was serviced in the field. The volt select board was replaced, the system calibrated, tested and verified to meet specification. The laser system was released to the customer for use.